Event description:
The pt reported not feeling stimulation from the device. Pt's lead reportedly migrated after surgery. An advanced bionics rep met with the pt for reprogramming. Reprogramming attempts did not restore stimulation. The pt will be implanted with a new advanced bionics spinal cord stimulator.